Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Device had cracked display window corner, cracked battery tube threads and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call that the buttons were not responding. Blood glucose value was 420 mg/dl; treated with manual injection. Father confirmed the time on scree was advancing. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.